Event description:
It was reported that the pt is a farmer/truck driver. Pt started experiencing pain and began limping. Pt also states that he is having trouble getting in and out of the truck. Pt has not been to see the doctor yet.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.